Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that on (B)(6) 2015 the customer received readings on her adc glucose meter that were lower than she felt. Caller reported the customer awakened at 9 am and "felt fine", with no symptoms of low blood sugar. At 10 am the caller tested the customer's blood sugar with a result of 43 mg/dl. The customer was given cranberry juice and part of an orange to increase her sugar level. At 10:30 am the customer's blood sugar was tested with a result of 23 mg/dl. Caller then attempted to contact the customer's physician unsuccessfully, and called 911. At 11:00 am paramedics arrived and tested the customer's blood sugar with their hcp meter, receiving a reading of 230 or 240 mg/d (caller was unsure). Paramedics administered an unspecified intravenous treatment to the customer on scene, and transported her to the hospital for further evaluation. The customer was monitored at the hospital, but no readings were reported. The caller further reported that the customer's doctor "did not instruct her on what to do with the patient or on what to give her because everything is just normal." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.